Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the x-ray and motion batteries, motion battery charger and x-ray battery charger were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while performing a planned maintenance (pm), the x-ray and motion batteries, motion battery charger and x-ray battery charger were not operating as designed. There was no patient present when this issue was identified. No additional information was provided.